Manufacturer narrative:
The event of capsular contracture, granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV granuloma.

Event description:
Healthcare professional reported via national agency for the safety of medicines and health products (anms) "periprosthetic capsule, stage 4" (capsular contracture baker grade IV), "the breast is very hard, deformed, and painful to the touch" and "siliconoma, discovered during surgery". This record is for the left side. Device was explanted.